Event description:
Two 15 blades broke while being loaded onto knife handle before procedure started. Item pieces and packages sequestered. Charge nurse notified. Manufacturer response for carbon steel surgical blades, cison (per site reporter). Vendor is barley being notified as of [redacted].